Event description:
It was reported the vizishot 2 flex had a bent needle point when it was removed from its packaging. This malfunction was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h4: additional information h6: additional information the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: cause linked to device but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.